Event description:
There were procedural complications noted. A type a dissection less than 10mm was noted in the left main and a 10-20mm dissection was noted in the ostium of the left anterior descending. The pt was initially admitted with stable angina pectoris in 2007. The pt had lesions in the posterior descending artery, mid circumflex artery, left main branch, proximal circumflex, and proximal left anterior descending branch. The posterior descending artery was type b1 and restenotic (unk cypher) with a lesion length of 18mm and a vessel diameter of 2.5mm. The mid circumflex artery was type a, de novo and had a lesion length of 13mm with a vessel diameter of 2.5mm. The left main was a bifurcation of the proximal circumflex and the proximal left anterior descending artery. It was type c and de novo with a lesion length of 13 mm and vessel diameter of 3mm. The proximal left anterior descending artery was type b2 and de novo with a lesion length of 18mm and a vessel diameter of 2.75mm. The proximal circumflex was type b1, de novo and ostial with a lesion length of 13mm and a vessel diameter of 2.75mm. The pt had a 2.5 x 18mm cypher select plus stent implanted in the posterior descending artery at 18 atms, a 2.5 x 13mm cypher select plus stent and a 2.75 x 13mm cypher select plus stent implanted in the mid circumflex at 18 atms, a 2.75 x 13mm cypher select plus stent implanted in the left main bifurcation at 20 atms to treat a dissection, a 2.75 x 18mm cypher select plus stent implanted in the proximal left anterior descending at 16 atms to treat a dissection and a 2.75 x 13mm cypher select plus stent implanted in the proximal circumflex at 20 atms.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of four products involved with this adverse event in which associated MFR report #s are: 9616099-2007-01268, 01269, 01270 and 01271. Add'l info will be submitted upon 30 days of receipt.